Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, noise was observed on the right ventricular (rv) lead. The patient was brought in clinic and diagnostic imaging revealed insulation damage due to subclavian crush. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.